Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
Patient experienced several low blood glucose (bg) episodes overnight after resuming ilet therapy. Family reported bg dropped below 75 mg/dl and was treated with small amounts of soda; bg stabilized afterward. Previous night¿s meal included pizza and chicken wings (announced) and ½ cup oatmeal before bed (not announced). Bg trend showed initial rise followed by gradual decline into the 70s. Patient was hospitalized today for what providers suspect was a minor stroke, considered unrelated to bg control. Patient will remain overnight. Caregiver expressed concern about managing ilet during hospitalization. Clinical diabetes specialist (cds) advised keeping ilet device at least 20 feet from dexcom sensor if removed to prevent unintended adaptation and instructed on disconnecting ilet for planned MRI. Family will notify cds when ilet is resumed; follow-up scheduled for friday.